Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow up, loss of capture was observed on the atrial lead. During a generator replacement procedure, the atrial lead was capped and ra port was plugged on (B)(6) 2017. The patient was stable before, during or after the procedure.